Manufacturer narrative:
(B) (4)

Event description:
It was reported the patient thought his device was "misfiring". Additional information has been requested, a follow-up report will be submitted if additional information becomes available.